Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: it was reported that the blood wasn¿t flowing within the tube and seemed to have clotted into a gel-like substance. When I picked up the blood samples for this subject, I was unable to spin the circulating soluble factors tube. The blood wasn¿t flowing within the tube and seemed to have clotted into a gel-like substance.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sample quality with the incident lot was not observed. The photo was evaluated and shows blood splatter on the tube wall, customer was not using this product as it was intended. This is a no additive tube and is not intended to be used to obtain a quality serum sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: it was reported that the blood wasn¿t flowing within the tube and seemed to have clotted into a gel-like substance. When I picked up the blood samples for this subject, I was unable to spin the circulating soluble factors tube. The blood wasn¿t flowing within the tube and seemed to have clotted into a gel-like substance.